Event description:
The patient contacted animas on (B)(6) 2013 reporting that the keypad is peeled away and the down arrow is sticking. The tactile changes occurred prior to peeling. The patient reportedly wore the pump attached to a belt and cleans the pump with a dry cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/16/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was confirmed to be peeling from the ok button. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under the down arrow and contrast key contacts.